Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was nor returned.

Event description:
It was reported that the drain bag leaks along the seam at the bottom of the bag. The bag was reportedly in use for 20 days and was hanging during use. Additional information was received from the complainant via email on (B)(6) 2019, that the patient reportedly developed a fever and urinary tract infection as a result of the leak. The patient was reportedly given antibiotics at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews. Patient code: (B)(4).

Event description:
It was reported that the drain bag leaks along the seam at the bottom of the bag. The bag was reportedly in use for 20 days and was hanging during use. Additional information was received from the complainant via email on (B)(6)2019, that the patient reportedly developed a fever and urinary tract infection as a result of the leak. The patient was reportedly given antibiotics at the hospital.